Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose readings as high as 514 mg/dl after changing supplies, then disconnected from the ilet and administered subcutaneous insulin by pen to correct the elevated glucose. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included return of blood glucose to normal levels after corrective action. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no observed issues with the removed supplies and an unclear cause for the hyperglycemic event. It was concluded that the event involved hyperglycemia of unclear cause, the user temporarily discontinued pump use, and corrective insulin by injection resolved the condition. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.